Event description:
It was reported the stopcock connection valve was spinning. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The physician reported that during the case, the piece that connects to the flush was spinning and not fixed to the device. No air entered into the device at any time during the procedure. The 31mm closure device was able to be successfully implanted in the patient. There were no patient complications.

Event description:
It was reported the stopcock connection valve was spinning. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The physician reported that during the case, the piece that connects to the flush was spinning and not fixed to the device. No air entered into the device at any time during the procedure. The 31mm closure device was able to be successfully implanted in the patient. There were no patient complications.

Manufacturer narrative:
H6: device codes corrected from a04: material integrity problem to a12: connection problem.